Event description:
Pt revised to address polyethylene wear of tibial insert.

Manufacturer narrative:
Update: this is a clinical patient, part/lot information was received. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code provided is invalid. Review of the complaint clinical form is marked the radiographic reports did not identify any abnormalities. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided info. It would not be unreasonable to expect some wear after approx 15 years of implantation. The initial report states that it is not suspected that the product failed to meet specs or contributed to the reported event. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.